Event description:
Right knee native septic arthritis/"strpt" gordonii [septic arthritis streptococcal] ([joint warmth], [swelling of r knee], [injection site joint erythema], [knee pain], [effusion (r) knee], [pain aggravated]). Walks with cane [walking difficulty]. Allergic reaction [allergic reaction]. Pain on wt bearing [weight bearing difficulty]. Decreased rom/ inability to bend knee and leg [joint range of motion decreased]. Case narrative: initial information received on 02-oct-2018 regarding an unsolicited valid serious case from united states received from a physician. This case involves a (B)(6) male patient who experienced right knee native septic arthritis/ strept gordonii, walks with cane, allergic reaction, pain on wt bearing and decreased rom/inability to bend knee and leg, while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included coronary artery disease, subdural haematoma, hydrocephalus, cerebrovascular accident and arthritis. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2017, the patient received treatment with first injection of synvisc at a dosage unknown (lot - unk) for osteoarthritis right knee and right knee pain. On (B)(6) 2017, within 24 hours of the injection, patient's knee swelled up and became red & painful. Patient went to see doctor where an allergic reaction was suspected. On (B)(6) 2017, after 1.5 "day" of receiving synvisc injection developed swelling, pain and inability to bend the knees and leg. 50 cc of yellow and turbid fluid was aspirated. Depo medrol was given as the treatment for the same. On (B)(6) 2017 joint was aspirated and a steroid injection was given but knee pain continually worsened. On (B)(6) 2017, 20 cc yellow clear fluid was aspirated. On (B)(6) 2017, patient's had right knee arthroscopy and a steroid injection depo medrol was given but knee pain continually worsened. The patient was taken to the operating room and placed on the operating room table. General anesthesia was administered. The extremity was then prepped and draped in standard surgical fashion. Incision was made in the anterolateral portal. 2 l of saline was flushed through the joint using the anterolateral portal and an outflow portal, superior medial patellar portal. After 2 l of saline was flushed through the joint, 1 l of saline mixed with polymyxin was administered and flushed through the joint. At the end of the case all instruments were removed. Incisions were injected with 5 ml each of 1% lidocaine with epinephrine. Patient tolerated the procedure well and was subsequently extubated and taken to recovery room in stable fashion. On (B)(6) 2017 after few days of administration of synvisc, patient's knee aspirate was recovered that showed strep gordonii. Patient was referred back to the ER. He underwent knee washout and a drain was placed. Right arm PICC placed and pt was d/c home on IV vancomycin. Patient reported that pain, warmth & redness improved; however, weight bearing causes pain and swelling has not resolved. Patient had significant effusion. Patient used to walk with a cane 2/2 pain on wt bearing. On (B)(6) 2018, incision and drainage reported for right knee and antibiotics were given to the patient. Range of motion was reported to be 0-90, mild effusion was reported. On (B)(6) 2018, patient reported increase in swelling, denied fever and chills, ambulating with cane and was still on antibiotics. Moderate knee effusion was reported. On (B)(6) 2018, it was reported that patient was off antibiotics and was ambulating with cane. Mild effusion was reported. On (B)(6) 2018, incision and drainage of septic knee was performed, pain and swelling was reported as decreased and range of motion had increased. It was reported that patient was not on any antibiotic and denied fever and chills. Final diagnosis was decreased rom/ inability to bend knee and leg, pain on wt bearing, allergic reaction, walks with cane, right knee native septic arthritis/strept gordonii. The patient was treated with methylprednisolone acetate (depo medrol) for allergic reaction and methylprednisolone acetate (depo medrol), wash out and vancomycin (vancomycin) for right knee native septic arthritis/strept gordonii; cane for walks with cane. The patient outcome is reported as not recovered / not resolved for right knee native septic arthritis/strept gordonii, right knee painful, walks with cane, pain on wt bearing; as unknown for allergic reaction, joint was aspirated; as recovering / resolving for knee swelled up, decreased rom; as recovered / resolved on (B)(6) 2018 for right knee became red. Seriousness criteria: intervention required for right knee native septic arthritis/strept gordonii and allergic reaction; disability for walks with cane. A product technical complaint (ptc) was initiated on 08-oct-2018 for synvisc batch number; unknown local ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 08-oct-2018. Global ptc number and ptc results were added. Additional information received on 28-nov-2018 from healthcare professional. Therapy start date updated for synvisc. Updated for decreased rom to decreased rom/ inability to bend knee and leg. Clinical course updated and text amended accordingly.